Event description:
The customer reported via phone call that they had a motor error alarm. The customer stated they did not expose the insulin pump to a high magnetic field. The customer stated they were able to complete the rewind sequence on the insulin pump. Customer stated the alarm occurred five times in the past 30 days. Customer's blood glucose was 143 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. However, failure analysis was unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.